Event description:
It was reported that prior to starting a da vinci s nissen fundoplication surgical procedure, a fenestrated bipolar foreceps instrument was not recognized by the system. The procedure was completed. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed instrument recognition and engagement. Pogo pins do not stick and are not contaminated. Instrument moves intuitively when driven on the da vinci s test system. The complaint was not confirmed. Engineering also observed the distal end of main tube has two distinct sections, 180 degrees apart, with material removed. Sections are 4" and 2" long, parallel to tube axis, and have a rough surface finish. Based on the location and appearance, the damage may have been caused by cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.